Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that if the remote control is used to make it stronger because their legs hurt, the electrical pain will increase. Stimulation suddenly disappears for 5-6 seconds. Suddenly the stimulation comes back. Stimulation can be continued when the tip is compressed by lying down, lying on back, or sitting on a chair. Electricity flows on and off when lying or sitting on the side or when going shopping. There were no known environmental, external, and patient factors that may have caused the event. It was suggested to provide an explanation of the operation, however, it was said that they know how to operate the device, so they listened. The details were reported to the "primary contact". The issue was not resolved at the time of the report. The patient outcome was listed as health damage.

Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.